Event description:
It was reported that the yankauer tip disengaged from the device into the patient¿s mouth. The yankauer device was part of the continue care oral kit. The disengaged tip was removed from the patient's mouth by the nurse. No further interventions were reported. The patient was reported to be nonverbal with a severe anoxic brain injury but retained the ability to cough and respond to some commands. A bite block was not used during the event. The date of the reported event is unknown. No further information was known by the reporter. Although additional information was requested, no further information was provided.